Event description:
The distributor reported on behalf of the user facility, the following incident: the customer reports that during surgery, when the physician opened the box, and the inner white package was missing. The pt's condition is reportedly fine. The physician was able to complete the surgery with product from stock. Further, information was not provided by the customer.

Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.